Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged guidewire was confirmed but the root cause could not be determined. The product returned for evaluation was one nitinol guidewire. A gross visual inspection of the returned unit found that the guidewire was kinked on the proximal end of the flexible section of the guidewire. Microscopic inspection of the damaged area was unremarkable. The features observed suggested that resistance during attempted use likely contributed to the damage; however, it could not be determined if any additional factors also contributed. Therefore, the root cause remains unknown.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported insertion of power PICC 3fr monolumen catheter is performed, the guide remains stuck in the patient, when it is removed, a fracture of the same is evidenced. Another catheter must be used. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.